Event description:
Welch allyn received an initial report from a facility with an allegation that the wall transformer system, mounted over the bed, had been kicked upward at the base dislodging it from the wall mount. The device hit the patient's father, but did not injure him.

Manufacturer narrative:
Welch allyn is reporting this event in an abundance of caution pending completion of the investigation. A follow-up report will be submitted when the evaluation is complete.